Event description:
It was reported the basket of this device remained open during a stone manipulation procedure. The wire was cut and surgery was performed to remove the basket and wire. No further details regarding the circumstances surrounding this event are available. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the device was received in three pieces. The sheath was detached approx 30.0cm from the proximal end and measured approx 33.5cm. The inner wire was detached approx 33.5cm from the proximal strain relief. The point of detachment is consistent with being cut. No damage was noted to the basket. A lot search was performed and revealed no other complaints to date on this lot number.